Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's device decreased in voltage that required an emergency surgery. The issue was resolved.

Event description:
The issue was resolved on (B)(6) 2018 by device replacement.